Manufacturer narrative:
(B) (4)a response from the manufacturer is pending. Device was not returned.

Event description:
During the implantation procedure, the stylet pierced through the coil on this lead. Therefore, it was not implanted. Note: qa was not notified of this event until may 28, 2010.

Event description:
During the implantation procedure, the stylet pierced through the coil on this lead. Therefore, it was not implanted. Note: qa was not notified of this event until may 28, 2010.

Manufacturer narrative:
(B)(4).a response from the manufacturer is pending.(B)(4). Since the device was not returned, the manufacturing records were reviewed. The records showed the device conformed to specifications upon release. Device was not returned.